Event description:
The patient reported that she felt a shocking sensation when she turned her implant back on after an echocardiogram, she later mentioned CT scan. Manufacturer representative informed patient that when patient turns therapy off and then back on, sometimes they report a shocking sensation because the nerve gets used to not having stimulation and when they turn it back on, they can feel the stimulation like it's a shocking sensation. The patient sated that stimulation was fine on the day of the call. The patient was in program 1 at 1.20. She was able to adjust stimulation and connect with patient programmer (pp) fine on the day of this call. She had communication problem when she tried to decrease stimulation a day prior to this call. The patient mentioned has traumatic brain injury (tbi). No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0p6px, implanted: (B)(6) 2014, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).